Event description:
Pt has been wearing contact lenses for over 30 years and has been using bausch and lomb solution for almost that long. In 01/06 he suddenly noticed that his eyes were swollen, with blurred vision and redness. He washed his eyes with water but it did not dawn on him that the solution used for cleaning the lens was responsible until he heard it on the news. He went to see the dr who diagused an infection and was put on gentamycin and neomycin drops and feels little bit better.